Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer gave insulin to herself. Customer reported that the insulin pump kept alarming. Customer¿s high blood glucose level ranges from 259 mg/dl to 500mg/dl. Customer was not using the auto mode at the time of event. Customer declined to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.